Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg) levels of 60's mg/dl over the past few weeks. The customer drank juice and consumed carbs to address bg level. The customer reported that the cause of the bg level was possibly due to the incorrect settings on the pump by their healthcare provider. The customer stated would contact their health care provider regarding their settings.